Event description:
Customer reports: intermittent exposur, says system not in rad mode (taking radiographs).

Manufacturer narrative:
Liebel flarsheim field service report: field service engineer found the cable on the foot switch was failing, causing the intermittent exposures. Foot switch was replaced. Fse adjusted the fluoro switch, verified proper operation. Equipment returned to full service by the customer.